Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a cerebral thrombosis removal interventional procedure. Reportedly, there was no suture present when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.